Event description:
The customer obtained imprecise and positively biased quality control results using vitros amon slides on a vitros 950 chemistry sys. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not processed while quality control results were unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated and replaced the incubator evaporation caps and incubator tunnel pad, returning the vitros 950 to expected operation. Following the service activity, acceptable vitros amon performance has been observed. The root cause of this event is instrument related.